Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. The reported device remains implanted; therefore the condition of the component is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing 12 degree hyperextension. The patient reports this is possibly due to a worn polyethylene tibial insert. The device was allegedly implanted in (B)(6) 2001.

Manufacturer narrative:
This report will be amended when our investigation is complete.